Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Add'l info.

Event description:
It was reported that the patient underwent a lumbar fusion surgery at l5-s1 using rhbmp-2/acs on (B)(6) 2005. The surgeon performed a transforaminal interbody fusion and a posterolateral fusion at l5-s1 using a peek interbody cage and rhbmp-2/acs. Following his surgery, patient did not improve, but developed continued constant pain in his lower extremities.